Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaints reported in the lot number. Additional information was requested and received. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient had poor quality vision and decreased contrast sensitivity. The iol was exchanged for a different model iol in a secondary procedure, approximately five months following the initial procedure. Additional information was requested, received and reported that the surgeon's prognosis was good.